Manufacturer narrative:
Continuation of d10: product ID: 8598a, lot#serial#: (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the rep who reported that the reason for the surgical procedure/the new catheter needing to be implanted was that there were efficacy issues as well as the calculated volume was different than the actual value by more than 2x. The cause of the difficulty advancing the catheter and the catheter looping back inferiorly was not determined. The patient's medical history was unknown and not available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative who reported that the cause of the volume discrepancy was not determined. It was noted that they were not able to aspirate the original catheter after several attempts, so they decided to replace the original catheter. No issue was found with the original catheter during the replacement procedure.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2021 product type catheter pr oduct ID 8709sc lot# (B)(6) implanted: (B)(6) 2012 product type catheter product ID 8598a lot# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc (B)(6), ubd 2014-04-30, UDI# (B)(4) section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a (B)(6), ubd 2013-12-08, UDI# (B)(4) section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a (B)(6), ubd 2022-04-02, UDI# (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative who clarified the efficacy issues as ¿patient complained of her pain progressively getting worse over time¿.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl with concentration 20mg/ml at a dose rate of 8.25 mg/day via an implantable pump. It was reported that during a procedure, a portion of the catheter body was left in the patient's body. The incident happened with the new catheter piece being connected not the pump. When the physician was attempting to insert and advance catheter in the intrathecal space, the catheter looped back inferiorly. The doctor then tried to pull the catheter back but the catheter seemed to get stuck, and through pulling it back a piece of the catheter was left in the body.  A piece of the catheter from the first spinal segment that was intended to be implanted was left in the body.  Regarding  environmental/external/patient factors that may have led or contributed to the issue, it was noted that this happened through the implantation process.  No diagnostics were performed.  A new catheter was implanted.  The issue was resolved as of the date of the report (2021-feb-11).  The patient was without injury regarding their status as of (B)(6) 2020.  The patient's weight and medical history were noted as having been requested but were unknown or would not be made available.